Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, patient developed painful and dangerous complications, had to undergo an unnecessary and painful revision surgery, has to undergo an additional revision surgery, and will have lifelong residual problems. It is also alleged patient suffered acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery and/or other injuries presently undiagnosed.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) form and implant stickers received which identified product information and the patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.